Event description:
It was reported that a beta bionics ilet user called due to multiple sensors failing to connect to her ilet. After last sensor pairing attempt, patient initiated a factory reset to her ilet on her own. Due to not having a recent cgm reading, the setup was not able to be finalized since the ilet did not allow for the weight to be entered. Agent walked patient through replacing her sensor and communicated warm up period. Agent stated once sensor reconnects, she should be able to enter her weight and go bionic. Agent educated patient on proper ilet management and recommended patient attend additional training which patient declined. Agent recommended patient reach out to hcp to voice her concerns with her fluctuating glucose and to dexcom to ask for replacements. Patient asked for an agent to follow up in two hours. There was no outside medical intervention or assistance required. During the hyperglycemic event, the patient had a blood glucose (bg) level of 349 mg/dl and the patient experienced thirst and reoccurring urination. Agent reached out to the patient two hours after initial call, per patient's request but no contact was made.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.